Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011, for the event. The fse found a crack in the tubing. The fse removed and replaced it with a new tubing. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak on the synchron lx20 clinical chemistry system. The customer reported that the instrument stopped in the middle of a run and the wash concentrate bottle was empty. There was a leak on the floor, which may be from the vent lines at the hydro tray. The customer stated that no erroneous patient results were generated. No effect to patient or user was reported in connection with this event.